Manufacturer narrative:
Updated information added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. No physical damage was noted in the area where foreign material remained. From the obtained information, it is unknown if the reprocessing was conducted following the instructions for use (IFU) reprocessing steps. The root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the IFU. IFU states that the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.